Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-03758 and 03759).

Event description:
It was reported that patient underwent total right knee arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2015 due to instability and misalignment of the femoral component causing a lack of mobility. All components were removed and replaced.